Event description:
The device was used during an appendectomy. Reportedly while attempting to retrieve the appendix, the specimen pouch prematurely detached from the instrument into the patient's cavity. The surgeon was able to retrieve the pouch without injury to the pt.